Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included dispatching a field service engineer to address the repeated error 23062 associated with the armrest ergonomics function on the second console. The engineer reviewed the system logs, confirmed the error, and replaced the armrest motor module assembly. After replacement, the error no longer recurred, and the system was confirmed to be operating normally.

Event description:
It was reported that during a procedure using the da vinci 5 system, a repeated error 23062 occurred on one of the consoles, specifically related to the armrest ergonomics function. The issue could not be recovered during the operation, so the procedure was continued using the other console with the ergonomics function disabled on the affected console. The customer requested that the system be checked after the operation. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
The armrest motor module was received for failure analysis. The reported motion issue was confirmed based on the description but could not be replicated during testing. During the lighthouse review, logs showed error 23062, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found related to the reported event. The armrest motor module was installed onto a golden system where the component functioned as expected. The armrest motor module underwent calibration, sine cycle, friction, and brake tests, with no issues observed during testing. Following ten power cycles and a 210-hour idle period in the golden system, no abnormalities were detected. Additionally, inspection of the connector crimp after calibration revealed no damage or broken connections. Based on these findings, failure analysis was unable to determine the root cause of the reported events associated with this armrest motor module.

Event description:
Refer to h11 for follow-up information.